Manufacturer narrative:
(B)(4). The complaint rt240 adult dual-heated evaqua breathing circuits were not returned to fisher & paykel healthcare (fph) in (B)(4) and were destroyed by the healthcare facility. Our investigation is therefore based on the knowledge of the product and the information provided by the healthcare facility. A lot check revealed no other complaints of this nature for lot 121008. The key difference between fisher & paykel healthcare's evaqua breathing circuits and the conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt240 is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by objects such as circuit hangers. The rt240 user instructions include the following statement: "verify that ventilator alarms are set to detect loss of pressure and over pressre", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures. It also advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". The healthcare facility reported that a non-fph circuit hanger was used to secure the breathing circuit. It is most likely that the reported damage to the rt240 breathing circuits was caused by the use of a non-fph circuit hanger. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the reported damage occurred post production.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that five rt240 breathing circuits were leaking during use on a patient. No patient consequence was reported.